Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The pump was received with cosmetic damage including; minor scratches on the lcd window, scratched reservoir tube window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident however troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per his doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.